Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019 a computed tomography (CT) scan of the abdomen revealed the filter was tilted with the cephalad tip effacing the right lateral inferior vena cava (ivc) wall.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter was tilted with the cephalad tip effacing the right lateral inferior vena cava (ivc) wall.